Manufacturer narrative:
(B)(4) = lockout premature. The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 16 clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was a cholangiogram done on procedure? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed as they came out of the applier. There were no patient consequences. Case completed with another device of the same product code.